Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. No complaint received with return of the device. Failure (event) observed during analysis. Analysis found that the device battery voltage was below the remaining capacity for a device battery voltage was below the remaining capacity for a device that was not implanted. The device was tested on the bench and using automated test equipment and was found to be normal.